Event description:
Reporter alleged the compact blood glucose system generated a result without the test strip being dosed with blood or control solution. Customer stated the system meter generated a result of >800 mg/dl, however, the location of the testing was not provided. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect and replacement product was sent. Compact system: meter with comfort curve test strip lot and expiration date not provided.

Manufacturer narrative:
The suspect product is the compact system meter.